Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to necrosis of a tooth, and a tooth extraction.

Event description:
The customer reported teeth pain while wearing aligners that led to tooth necrosis and a tooth extraction; the customer was not able to provide the teeth number. The customer required medical intervention. As a result, aligner treatment was discontinued.